Event description:
Customer reported loss of communication between the panorama central station and ambulatory telepacks, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep instructed the customer to adjust the system's cable to an adjacent port and communication was restored.